Event description:
While placing ureteral stent, when removing straight tip guidewire, it was noted that part of plastic guidewire sheath tip broke off (2.5cm), and part of wire was exposed and bent. There was a black piece, approx 3.5 cm long, of fine wire that had to be removed. It appeared as if all parts were successfully retrieved, and they were able to place a stent using fluoroscopy without a problem.